Event description:
The 19f ultimum hemostasis introducer was leaking blood out of the hemostatic valve after removing the dilator. The wire in the sheath was centered when the valve leaked. The procedure was finished without any device replacement. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the (B)(6). (B)(6) prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
Product evaluation: the reported event of leak could not be confirmed. The results of the investigation concluded that the hemostasis sheath passed pressure and aspiration leak testing with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.